Manufacturer narrative:
This addendum is a correction to the initial MDR. We originally reported, the tabs on the end of the cannula did not appear to have been crimped to retain the barrel insert. That was not correct. Based on additional evaluation performed at our manufacturing facility, it was confirmed that the crimping of the barrel insert on the cannula had been performed. As such the insert would be properly secured on the distal tip. The most probable root cause of the barrel insert detaching is the device may have been subjected to forces during use or when attempting to clear the reported device that would not deploy fasteners. When functionally tested the returned sample deployed fasteners without issue. The instruction for use (IFU) for the optifix fixation device precautions "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue." And instructions the user "place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counter-pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately."

Event description:
It was reported that no fasteners would deploy from the optifix fixation device. During a laparoscopic ventral hernia repair with bard ventralight mesh with echo ps no patient injury another optifix was used to complete the case. There was no patient injury reported. During the preliminary device evaluation it was noted that the barrel insert had detached from the device. The detached barrel insert was not returned with the device. Per follow up with the user facility, the detached portion was not left in vivo. The or staff noted the detachment after they attempted to use the device.

Manufacturer narrative:
Evaluation of the subject product found the barrel insert had detached from the distal end of the device. The tabs on the end of the cannula did not appear to have been crimped to retain the barrel insert. This resulted in the barrel insert detaching. Root cause has been confirmed to be a manufacturing deficiency with the device. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 520 units released for distribution in (B)(6) 2018.

Event description:
It was reported that no fasteners would deploy from the optifix fixation device. During a laparoscopic ventral hernia repair with bard ventralight mesh with echo ps no patient injury another optifix was used to complete the case. There was no patient injury reported. During the preliminary device evaluation it was noted that the barrel insert had detached from the device. The detached barrel insert was not returned with the device. Per follow up with the user facility, the detached portion was not left in vivo. The or staff noted the detachment after they attempted to use the device.